Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "slightly over pumps during volume testing >21ml" was not reproduced. Evaluation had the flowline run a flow test on the device and found the device to deliver within specification. Flowline then ran a second flow test at another set of parameters and found to deliver within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump slightly over pumps during volume testing ">21ml " in the biomedical service department. There was no patient involvement. No additional information is available.